Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to capture, extra cardiac stimulation on the atrial (ra) lead. Programming changes were performed to resolve the issue. The patient was in stable condition.